Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one nc euphora rx ptca balloon catheter to treat a moderately tortuous and severely calcified lesion exhibiting 95% stenosis located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was used during the procedure. It was reported that the shaft of the balloon kinked, while using force to advance across the calcified lesion. The device was re-straightened. Upon removal of the device the shaft was reported to have detached. The detached shaft was removed from the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: device returned with a detachment on the hypotube. A kink was evident on the hypotube 1.7cm distal to the detachment site. The location of the detachment of the hypotube was 23cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.